Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 5, and cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer indicated that the cartridges leaked. Customer's blood glucose level was impacted.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.